Event description:
See initial report.

Manufacturer narrative:
H11: the unit is installed since 2015 and a review of the complaint database did not reveal another further reported similar issue related to this heater cooler. Based on the manufacturing year of the unit, it cannot be ruled out that the most likely root cause of the reported event is a corroded/damaged motor bearing, probably due to environmental condition the pump has been working in (high temperatures and high level of humidity in the stationary phase), which prevented the motor shaft rotating. The wearing of electromechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in marseille, france. A livanova field service representative was dispatched to the facility to investigate the device. Device was disassembled, cleaned and in order to solve the issue pump patient circuit 2 and distribution board were replaced. After re-assembly, functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication with livanova field service representative, it was learned that pump patient circuit 2 was replaced because it no longer worked, while pump patient circuit 1 was functional. It is unknown why error code 18 appeared. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e18 code) associated to patient circuit 1 pump blocked or too slow. The issue occurred during procedure. There was no patient injury.